Event description:
We received a report that while implanting an tecnis zcb0000215 intraocular lens (iol) the surgeon noted the haptic was broken. The incision was enlarged and the iol removed. A suture was used to close the wound. Another iol of the same type was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x magnification showed the lens had a detached haptic and a cut in the middle of the optic. Small loose particles were observed on the sample compatible with handling the lens out of a particle controlled environment. Stains of hardened viscoelastic were dispersed through the lens pieces. The defects observed on the returned lens are consistent with a lens that has been removed. Based on the inspection of the returned lens, the investigation could not rule out the possibility that the failure is related to the iol was not loaded correctly in cartridge or the user not following folding instructions given under cartridge directions for use. The manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.